Event description:
Paramedics responded to a patient in cardiac arrest. On scene, the patient was defibrillated twice and pacing initiated. According to the reporter, when the operator attempted to defibrillate a third time during transport, the device alarmed connect electrodes, the keypads were unresponsive, the service indicator lit, and the device had to be recycled to function again. Also, during transport, the reporter stated the device again behaved similarly during which pacing and power had to be cycled in order for the device to function again. The patient was delivered to the hospital ER with spontaneous breathing and perfusing rhythm. Patient outcome, at this time, is unknown.